Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What firing number experienced the reported issue? Did the device deliver any staples on either side of cut line? Approximately how far did device cut and staple? Was there any tissue movement during firing? Was buttressing material used? Are intraoperative photos or video available? Are photos of device available? What is the current patient status?

Event description:
It was reported that on (B)(6), during the sleeve surgery of patient, when he used the green reload gst60g, it cut and did not staple the tissue. He had to suture the entire line of this stapling. The patient had her hospitalization prolonged because she had a stenosis caused by the problem at the time of stapling and subsequent suturing, and the patient took a long time to feed herself. The patient was discharged after a week, but is still under observation by the medical team.